Event description:
Two pediatric integral shunts were inserted into a pt. Both shunts failed to work. The first valve was implanted and functioned well for approx three months. Underdrainage was then suspected and the valve was explanted and replaced uneventfully with the second valve. This valve remained implanted for two weeks, after which underdrainage was again suspected. This valve was then explanted and replaced uneventfully with a competitor's valve without report of injury or complications. The valves were discarded by the or staff. These reports have been brought to the attention of co's qa dept and the FDA per the medical device reporting regulations. Packaging and product history records were reviewed and no anomalies were noted. However, because the products have not been returned co will be unable to determine if the causes for the reported difficulties were related to the devices.